Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose was 8.3 mmol/l. The customer's mother stated that prior to the alarm occurring, the battery cap was tricky to be removed from the insulin pump. Upon troubleshooting, she was still unable to remove the cap. Advised the caller to find a screwdriver and call back if this did not resolve the issue. Nothing further reported.